Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and found no pressure signal. To fix the issue, the fse replaced the edwards truwave reusable cable, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) did not have signal pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information:e1(event site postal code- (B)(6)).

Event description:
N/a.